Manufacturer narrative:
Additional information (05-oct-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant falsely depressed cyclosporine a (csa) result. Hsc reviewed the instrument data logs and the information provided by the customer. There was no indication of malfunction of either the dimension exl 200 system or the csa assay. The correct csa result was obtained when the patient sample was reprocessed. The cause of the singular event is unknown. The customer is operational. A potential product issue has not been identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00272 was filed 01-oct-2021.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely depressed cyclosporin a (csa) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed cyclosporine a (csa) patient sample result was obtained on a dimension® exl¿ 200 system. The discordant result was reported to the physician and questioned. The sample was reprocessed on the same dimension exl 200 system.. Higher results were obtained and were considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed csa result.